Event description:
A (B)(6) female pt contacted zoll customer support to report that his charger/modem said it had a problem and the screen went dark. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. Upon eval, there was contamination on the battery board inside the charger/modem. The cause of the battery charger problem message and the blank screen is the contamination. The root cause of the contamination could not be positively identified, but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.